Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-mar-2023. H6: investigation summary: one sample received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Further testing was conducted and after properly reconnecting the vial and protector, no sign of leakage occurred. A device history review was performed for reported lot 2201141 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, no defects or issues observed. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial.

Event description:
It was reported while using bd phaseal¿ protector p55 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about chemo leakage with the use of protector. According to the customer's report, after attaching the protector to the vial of endoxan, leakage was observed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ protector p55 leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about chemo leakage with the use of protector. According to the customer's report, after attaching the protector to the vial of endoxan, leakage was observed.